Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump was received with normal operating currents. Off no power alarm functions properly. No damage was found on the lcd isolation tape noted. However, the insulin pump was received with minor scratched lcd window, cracked belt clip slot, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported that the customer's insulin pump's power was shutting off even with full battery. The customer woke up with high blood glucose levels and ketones because the insulin pump powered off in the middle of the night. Actual blood glucose levels were not reported. Physical damage was also reported: a crack between battery compartment and reservoir compartment. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The product was returned. Nothing further to report.